Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (battery/charger fault) has been confirmed. Upon evaluation, the white wire was detached from the battery cell. The cause for the detached wire cannot be positively determined but was likely caused by a severe shock from dropping the pack. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.

Event description:
A review of a (B)(6) female patient's download revealed several battery faults. Zoll customer support contacted the patient and issued a replacement battery pack.